Event description:
While on the line with technical support, customer discovered missing segments in the result display of the aviva meter. Customer reported no actions or treatment based on results that led to an adverse event. A request was made for the return of the suspect device and replacement product was sent.